Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device displayed a "defib fault 72" message.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device displayed a "defib fault 72" and "pacer disabled" messages.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated. The device was returned to zoll medical canada for evaluation. The customer's report related to "unable to pace" was not replicated or confirmed. The device activity log showed the device was powered on in manual pace mode. The pacer rate was set to 100 ppm. With only the activity log and device check log available, it is not possible to view the ECG signal at the time to assess whether pacing at this rate was successful or not. The customer's report of "defib fault 72" and "pacer disabled" messages were observed during review of the device history logs. However, the device was put through extensive testing without duplicating the report. The pace/defib engine board was replaced as a precaution. No trend is associated with reports of this type.